Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt a short heart racing sensation. It was noted that the right ventricular (rv) lead showed a high volume of short ventricle-ventricle (v-v) intervals, over-sensing and noise. It was noted that the right atrial (ra) lead showed noise. Potential lead insulation breach/abrasion identified. Both leads remain in use. No further patient complications have been reported as a result of this event.